Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history (variable info = 3) due to broken trace on u1 keypad assembly. No missing segments/partial display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures alarm. Customer also reported that the screen went white when they were doing a bolus and the white screen stayed on for about 45 seconds. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.